Event description:
While compounding tpn and transfering lipids to top of dual chamber bag a distinct light brown discoloration of the plastic was noted against the white of the lipids. Normal color of plastic is clear. New bags used, bags in question not dispensed.